Event description:
It was reported that a leak was noted from the during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A visual inspection was performed and no issues were noted. Functional testing was performed and included pressure testing, which confirmed a leak through a portion of the sheeting was not welded to the cassette. Upon conclusion of the investigation, the cause was determined to be a hole in the cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.